Event description:
The patient's parent reported that the patient had complained of vocal cord paralysis when the vns settings were increased. They noted that the vocal cord paralysis resolved when the patients settings were decreased a month ago. No other relevant information has been received to date.

Event description:
Report received that a patient had vocal cord paralysis (vcp) and dysphagia. The patient reportedly saw an ent for the dysphagia where she was diagnosed with vcp. The patient had reportedly not had any trauma or recent surgeries that may have led to the vcp. The patient's current vns system was also implanted about five years before the diagnosis and had never caused the patient any problem. The physician did not know the cause of the vcp or its relationship to vns. The patient reportedly did not suffer from symptoms typically seen with vcp, however, there was belief that the dysphagia was caused by the vcp. The dysphagia was said to be constant. It had also led to aspiration pneumonia. The vns had been checked after the diagnosis of vcp and functioned as expected. The programming history was also reviewed but data was only available up until about two years before vcp was diagnosed. The history did not show signs of excessive stimulation and all of the system diagnostic results provided were within normal limits. No further relevant information has been received to date.